Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). There is no 510k number because this product is sold in the us under a different product code. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A primary total knee procedure was performed using the attune implants. The surgeon used a cruciate retaining surgical technique and fixed bearing components. Final components were cemented into place and a 5mm tibial insert was impacted. After waiting several minutes, the surgeon moved the knee through flexion and extension and noticed that the size 8 attune tibial baseplate was loose. The surgeon then removed the attune baseplate and cement. The surgeon decided to recut the tibia using im alignment and cut 2mm more off the proximal tibia. The surgeon performed a trial reduction using a size 9 tibial baseplate and a 6mm insert. The surgeon then mixed a new batch of smartset ghv cement and implanted a size 9 attune tibial baseplate and a 6mm insert.